Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155500.

Event description:
Voluntary medwatch received states that patient's right ventricular (rv) lead exhibited high, out of range pacing impedance. The patient status was unknown.